Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass and scratched lcd window. Unable to perform the occlusion test and functional test due to lcd anomaly. (B)(4).

Event description:
Customer's mother reported via phone call that the device was run over by a vehicle. Customer's blood glucose was 381 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.